Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ needle was missing the cap in the package. The needle stuck through the package creating a sterility breach.

Manufacturer narrative:
Three photos were received and evaluated. The photos depicted a sealed packaged safetyglide needle, confirmed to be from batch #8143757 (p/n 305918). The needle in the package did not have a shield and the needle¿s sharp tip was observed sticking out through the bottom web of the package. A sticky note in another photo appears to have read ¿this needle was found without the safety.¿ a physical sample was received. The sample appeared to be the same packaged needle as the one depicted in the photo with the unshielded cannula and its tip slightly sticking out of the bottom web. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing shield defect is associated with the needle assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a bd safetyglide needle was missing the cap in the package. The needle stuck through the package creating a sterility breach.